Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was due to liquid contamination found on the ECG ¿d¿ u1 in the distribution node (dn) pca, causing the -5 volts to short to the ground. The belt did not pass falloff testing. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).